Manufacturer narrative:
The device has been received for evaluation; however, the evaluation is not yet completed. A follow up report will be filed.

Event description:
Received information that alleged pump stopped insulin delivery.